Manufacturer narrative:
(B)(4)-it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage and removal difficulties occurred. Access was obtained through the right femoral artery. The 90% stenosed target lesion was located in the calcified and tortuous left anterior descending (lad) artery that had a 35-45 degree bend. The lesion was predilated with a 2.5x15mm apex coronary balloon. A 32x2.75mm taxus liberte stent delivery system (sds) was advanced but did not cross the lesion. The physician pulled the sds back into the guide catheter and resistance was encountered. The device was successfully removed; however, it was noted that the stent was flared. Next, a 16x3.0mm taxus liberte sds was advanced but it did not cross the lesion. The physician removed the 16x3.0 taxus sds and noted that the stent was flared. The procedure was completed with a 2.5x24mm taxus sds. There were no patient complications and the patient's current condition is listed as 'ok'.